Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing. It was also reported that the icm detected false tachycardia and false pauses. The icm remains in use. No patient complications have been reported as a result of this event.